Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-00272. During a follow up, noise resulting in oversensing was noted on the right ventricular lead. Programming changes were made to resolve the event and the patient was stable with no adverse consequences reported.